Manufacturer narrative:
Blank display not found during testing. Device passed the self test, sleep current measurement, active current measurement and the displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states they replaced the cap and battery and the insulin pump did not power back on. Customer did not receive insert battery alert. Customer states display did not return. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.